Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin at the end of the tubing during the fill tubing step. Then, after changing the infusion set, a minimum fill notification occurred. Reportedly, the cartridge was filled with 170 units. The customer loaded a new cartridge successfully. The customer's blood glucose level was 213 mg/dl.